Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2025. During the procedure, there was an issue while deploying the distal flange; the physician retracted the deployment hub to release the stent first flange, however, the distal flange did not come out and remained within the catheter. After waiting approximately five minutes to assess progress, deployment had still not occurred. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated with the additional information received on december 19, 2025. Block d2a: updated common device name. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site of a gastrojejunostomy. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis, and it was returned with the stent fully expanded and deployed. Additionally, the outer sheath was returned with a torque mark and the inner sheath with a kink. Functional stent deployment inspection was performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could not confirm the reported event of stent failure to deploy; the problem was not detected as the stent was found fully expanded and deployed instead. The investigation concluded that the additional observed damages of outer sheath and inner sheath were most likely caused due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. On the other hand, it us unknown if the clinical observation happened during the procedure, as there is no evidence to confirm it. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70% fluid content, the gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture; however, it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure, and the device is not intended to be used for a gastrojejunostomy procedure. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2025. During the procedure, there was an issue while deploying the distal flange; the physician retracted the deployment hub to release the stent first flange, however, the distal flange did not come out and remained within the catheter. After waiting approximately five minutes to assess progress, deployment had still not occurred. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block d2a: updated common device name. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site of a gastrojejunostomy. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis, and it was returned with the stent fully expanded and deployed. Additionally, the outer sheath was returned with a torque mark and the inner sheath with a kink. Functional stent deployment inspection was performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could not confirm the reported event of stent failure to deploy; the problem was not detected as the stent was found fully expanded and deployed instead. The investigation concluded that the additional observed damages of outer sheath and inner sheath were most likely caused due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. On the other hand, it us unknown if the clinical observation happened during the procedure, as there is no evidence to confirm it. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The instructions for use states that the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70% fluid content, the gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture; however, it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure, and the device is not intended to be used for a gastrojejunostomy procedure.

Event description:
Note: this report pertains to one of two axios stent and electrocautery enhanced delivery system. Refer to manufacturer report # . 3005099803-2025-04220 for the associated axios stents information. It was reported to boston scientific corporation that two axios stent and electrocautery enhanced delivery system were intended to be implanted transgastric during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2025. During the procedure, there was an issue while deploying the distal flange; the physician retracted the deployment hub to release the stent first flange, however, the distal flange did not come out and remained within the catheter. After waiting approximately five minutes to assess progress, deployment had still not occurred. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site of a gastrojejunostomy.